Event description:
It was reported to philips that the device sustained damage to the measurement panel upon impact. The cause of the impact damage was not identified to be use outside of normal or expected. There was no reported patient involvement.